Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. Subsequently, this rv was explanted and successfully replaced. No additional adverse patient effects were reported.